Event description:
Customer reported that during a left ventriculogram injection, the rotator came apart after approx 10 cc's were injected. No spray onto staff. No harm or injury reported.

Manufacturer narrative:
Device eval: the suspect device was returned for eval. The device was examined visually and the complaint was confirmed. A review of the device history record revealed no exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. The rotator was separated at the bond between the collar and the housing. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. Device history record was reviewed, complaint database was reviewed.